Event description:
The customer stated that his glucose readings had been high. He stated that he tested his glucose and received a reading of 125 mg/dl. Paramedics were called and they tested his glucose at 21 mg/dl. The customer was taken to the hosp, but no info was provided about treatment. The test strips and meter are to be returned for evaluation and replacement products will be sent.